Manufacturer narrative:
This report is for an unknown rafn construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgical repair of a distal femur or femoral shaft fractures. Failed surgical repair of a distal femur or femoral shaft fractures has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 10 patients had subsequent surgery within 90 days after index surgery. 14 patients had nonunion within 90 days after index surgery. 38 patients had subsequent surgery within 12 months after index surgery. 48 patients had nonunion within 12 months after index surgery. 1 patient had malunion within 90 days after index surgery. 4 patients had malunion within 12 months after index surgery. This report is for an expert retrograde/antegrade femoral nail (r/afn). This is report 2 of 4 for (B)(4).